Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had low pacing impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.